Manufacturer narrative:
This supplemental report was submitted to provide additional information from the user facility. The biomedical engineer equipment technician at the user facility further reported that there was no delay in the procedure. The failure occurred during preparation for use and the procedure was completed using a different device. No further information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02545. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to normal aging deterioration from the fact that it has been 7 years and 8 months since it was handled or manufactured.

Manufacturer narrative:
The visera elite video system was returned to the service center for evaluation. The service group found the pins (bottom row #8, top row #19, missing pin top row #11) inside of the visera elite video system video connector were deformed (bent). When tested with a video endoscope, no image could not be produced. In addition, the main switch requires upgrade to new version switch, the software version 1.06 requires upgrade version 3.10 and the rear panel video output connector has some minor deformation. A review of the service history indicated the scope was purchased on august 19, 2012 with no previous repair records. The visera elite video system was repaired and returned to the user facility.

Event description:
The service group was made aware that the visera elite video system has bent pins inside of the connection port where the scope plugs into. There was no patient involvement reported.